Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: during investigation, the allegation of a clicking noise in the pump after replacing the battery was unable to be duplicated. The pump was opened to find moisture damage on all internal components. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an audio tone/vibration (audio tone issue) issue. It was alleged there was a clicking sound in the pump after the battery was replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.